Event description:
Implant failed due to mobility. One person affected.

Manufacturer narrative:
The lot number was received and a device history review conducted, with no deviations found. Co's conclusion remains the same; the implant is not believed to be the cause of failure.